Manufacturer narrative:
Submit date: 02/10/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports the units speaker does not work. Issue found during pm service.

Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found that the audio integrated circuit had bent bins. The unit has been repaired. The unit¿s software was updated and the unit was tested and recertified per procedure. The unit was restored to proper operation.

Event description:
Customer reports the units speaker does not work. Issue found during pm service.